Event description:
Additional information received confirmed the device was explanted and replaced. The patient was stable.

Event description:
It was reported during a follow-up in clinic that the device exhibited signs of premature battery depletion. Device explant is anticipated, however, no intervention was performed at this time. The patient was stable.

Manufacturer narrative:
The device was received operating at end of life level and battery voltage recovered during analysis was due to the device being without load after explant. The device image showed high current drain during the implant period. The device was cut open to continue analysis and identify high current drain experienced in field. Further analysis after cutting open the device isolated the high current to the hybrid where the radio frequency integrated circuit was determined as the cause of failure.